Event description:
It was reported that the patient has been referred for a battery replacement due to increased seizures. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient's implant card was later received, confirming the patient underwent a battery replacement. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
B1, adverse event or product problem, corrected data: initial report inadvertently selected the incorrect option. B2, outcomes attributed to adverse event (check all that apply), corrected data: initial report inadvertently omitted selecting the applicable option. H1, type of reportable event, corrected data: initial report inadvertently selected the incorrect type of reportable event.